Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed from the provided information that foreign material remained in the area for the device was returned to olympus without reprocessing at the user facility. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in bf type 160 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in bf type 160 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope channel tube has foreign objects. There was no patient involvement.